Event description:
History of fibrocystic disease and underwent bilateral subcutaneous mastectomy in ferbruary of 1972, followed by immediate reconstruction with 350cc implant under the skin. The pt did quite well until 1986 when she began experiencing breast pain, mainly on the left. The pt at that time also noted a left shoulder, right shoulder and right breast pain. The pt also had history of intermittent nausea, abdominal pain, that was most likely an irritable bowel syndrome as all the workup has been negative. Recent rheumatological evaluation showed fibromyalgia as the primary diagnosis. The pt also had numbness and tingling in the hands and arms with sitting. The pt had also short term memory deficit fatigue, dry mouth. Capsular contracture pain and systemic symptoms may be a result. Implant removal with capsulectomy is medically necessary.